Event description:
It was reported that there was difficulty advancing the introducer sheath in left subclavian vein and there was damage to the sheath. The sheath was returned for analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): upon visual analysis it was reported that the introducer sheath was kinked and appears to have snagged on something. It was noted that a score line on one side was torn, that the accessory appeared damaged at implant but that the tip of the introducer appeared normal.